Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the fluid intrusion and corrosion on the module. The fluid intrusion caused the radio pcb to fail, rendering the unit irreparable. The battery module was retired from service.

Event description:
It was reported that a spectrum wireless battery module had fluid intrusion and corrosion which caused an electric shortage. Any pt injury or involvement is unk.